Event description:
Large red welt that was red and raised after the injection [injection site urticaria], bruise after the injection [injection site bruising], needle issue [needle issue], serious injury with needle [injury associated with device]. Case description: this serious spontaneous regulatory authority case received via department of health and human services, food and drug administration, from the united states and was reported by a pharmacist as "large red welt that was red and raised after the injection" beginning on (B)(6) 2018, "bruise after the injection" beginning on (B)(6) 2018, "needle issue" with an unspecified onset date, "serious injury with needle" beginning on (B)(6) 2018, and concerned a male patient who was treated with novotwist 5 mm (32g) (novotwist) from unknown start date due to "device therapy". Patient's height and weight was not reported. Medical history was not provided. On an unknown date, the patient had a serious injury while on novotwist needle. The patient experienced a large welt that was red and raised. This was the first time patient had this reaction in the year he has been on the medication. Patient also sometimes get a bruise after the injection. Batch number of novotwist was requested. Action taken to novotwist was not reported. The outcome for the event "large red welt that was red and raised after the injection" was not reported. The outcome for the event "bruise after the injection" was not reported. The outcome for the event "needle issue" was not reported. The outcome for the event "serious injury with needle" was not reported. Reporter comment: the product is compounded, the product is over-the-counter.

Event description:
Case description: this serious spontaneous regulatory authority case received via department of health and human services, food and drug administration, from the united states and was reported by a pharmacist as "large red welt that was red and raised after the injection" beginning on (B)(6) 2018, "bruise after the injection" beginning on (B)(6) 2018, "needle issue" with an unspecified onset date, "serious injury with needle" beginning on (B)(6) 2018, and concerned a male patient (age not reported) who was treated with novotwist 5 mm (32g) (novotwist) from unknown start date due to "device therapy". Name: novotwist needles - batch unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: usage of device updated. Investigation results updated. Manufacturer's comment updated. Narrative updated accordingly. Manufacturer's comment: 29-may-2020: as the device (novotwist needle) has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case (B)(4). H3 continued: evaluation summary: name: novotwist needles - batch unknown. No investigation was possible, because neither sample nor batch number was available.